Event description:
It was reported that the customer's insulin pump experienced a no delivery alarm. The customer reported his blood glucose level to be 118 mg/dl. The customer was advised to disconnect from the pump. Troubleshooting was performed. The product is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.